Manufacturer narrative:
The sample has been reported to be available and has been requested. A follow-up report will be submitted when evaluation of this sample has been completed.

Event description:
The customer contacted baxter healthcare to report a cryocyte freezing container breakage. Additional info received from the customer is as follows: the type of cells stored in the bag were hematopoietic progenitor apheresis cells (hpc) intended for patient use with a fill volume of 52ml. The fill date was in 2008. Following the break, which was noticed prior to thawing on the infusion floor, the cells were placed in a freezer. The break was described as being all over one surface of the bag. As the sample is available for evaluation, the customer indicated that all viral markers are negative. As a result of the break, the customer indicated that the patient received a reduced dose of 5.24 x 10e6 cd34+/kg when the intended dose was 7.47x 10e6 cd34+/kg. However, the patient engrafted as expected. The customer indicated that they were not aware of any damage or deviation from standard procedure that may have occurred to the bag during filling, freezing, storage, or transport.